Event description:
In 2008, the pt reported that while changing the insulin cartridge the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.